Event description:
During a case, the system shut down suddenly. White smoke and strong odor came out of the system. The distributor inspected the system and found out that two (2) 24v dc power condensers for p-11 printer power were burnt.

Manufacturer narrative:
Upon visual inspection of the suspect component, it was noted that the c8 power supply module was installed backwards (reversed polarity) this caused the component to overheat. The system and materials have been designed and tested to iec 60601-1 to ensure that the possibility of a fire occurring is very remote. Although there was no injury that occurred due to this malfunction, there is the possibility that if it were to recur, a negative impact to other equipment and/or materials in the room (i.e. Compressed gas tanks, flammable materials, etc.) Could result in harm to the patient/user. This report is being sent as a notification.